Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 203mg/dl. It was also reported that the insulin pump was exposed to moisture. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage on motor assembly or electronic assembly noted during visual inspection.